Event description:
In 2004, an iso-gard hepa light filter hme had high resistance on a mechanically ventilated pt after 1 to 3 hours of use. There was no report of medical intervention on. The initial complaint. A medwatch was received in 2005, that identified medical intervention to preclude pt injury. There was no adverse event or pt injury reported from this occurrence. The facility alleged that they had other high resistance filters; however, this was the only one that required medical intervention.